Event description:
A patient was prescribed trials of focus night & day contact lenses on several occasions and was to return for their supply. The right eye became sore on a friday morning and the lens was not removed until night. Patient had been wearing lens for 40 days. Contrary to advice, pt experienced severe pain, redness, very blurry vision & watery discharge in their right eye. Patient was referred to an opthalmologist & was seen on the following monday. A corneal ulcer located off center pupil (small & round) at 7 o'clock position was diagnosed. Patient was admitted to hospital for 2 days. The ulcer was scraped (results not provided) & pt started on aggressive treatment plan of topical fortified antibiotics plus atropine. Patient responded well and was discharged. Event resolved with no reported loss of visual acuity or scarring. No further information is available.